Event description:
Customer reported discrepant results on the alinity m resp-4-plex assay for the flua and flub targets. The customer reported 5 false positive results for the flub target. These samples were retested on the biofire assay and generated negative results. 4 of the false positive flub results were not released outside the lab, so there was no impact to patient management. 1 of the false flub patients was released, but there was no known impact to patient management. The customer also reported a false positive result for flua. The sample tested negative on the alinity m instrument but tested positive on biofire. The customer is not aware of any impact to patient management abbott molecular has received emergency use authorization of the alinity m resp-4-plex assay ((B)(4)) and therefore is obligated to report to FDA any suspected occurrence of false positive or false negative results and significant deviations from the established performance characteristics of the product of which we become aware. Although false positive results on flua, flub and rsv are not likely to cause or contribute to death or serious injury, this alinity m resp-4-plex false positive complaint will be deemed reportable.

Manufacturer narrative:
Elevated complaint investigation will be conducted.

Manufacturer narrative:
This report is a duplicate of 3005248192-2021-00375, which was reported 11/17/2021. Investigation conclusions and codes will be provided via 3005248192-2021-00375 when available. No further updates will be provided in association with this MDR 3005248192-2021-00391.